Manufacturer narrative:
The event is now reportable for serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer and the representative (rep) regarding the patient. It was reported that the patient was still complaining about a burning sensation in the implantable pulse generator (ipg) pocket. The rep stated that he was going to try and see the patient on (B)(6) 2017 to gather more up-to-date information and see if there was any way to alleviate the issue through programming or further diagnostics checks. Additional information was received from the consumer, the healthcare professional (hcp), and the representative (rep) regarding the patient. It was reported that contact 10 still had the same impedance issue but was not being used anyway. The rep switched the patient¿s favorite group over to 40hz and 150pw but used the same contacts. The rep also switched the cycle to 15 minutes on and 15 minutes off. The patient stated that the burning was still there but she stated she was unbelievably sensitive in the area of the implantable pulse generator anyway. The hcp planned to move the ipg a few inches to a more comfortable spot. It was noted that the patient was getting relief and was charging appropriately as well. No further complications were reported.

Event description:
Follow up information received from the manufacturer¿s representative reported that they spoke to the patient yesterday where they stated that the cycling definitely improved the situation and allowed them to sleep through the entire night. The patient still felt the ¿internal warming¿ but at the 20 minute mark their ins shuts off before it got too bad then 10 minutes later it turned back on. Beyond this, things were unknown. There were no complications or that no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported via the manufacturer¿s representative (rep) that on (B)(6) 2017 after about 30 minutes on their favorite group, group a, they felt an internal heating only around the implantable neurostimulator (ins) site. It was confirmed the area wasn't warm to the touch, it only felt hot on the inside. It was unknown what factors may have led or contributed to this. The rep. Confirmed the consumer¿s coverage, usage, charging, and coupling, were all great with the consumer utilizing contacts 6 and 7 for their favorite settings. Following this an impedance check was performed with all results normal except for contact 10, which wasn't even being used, but had results greater than 10,000 ohms. As a result the rep. Copied group a to create group c and made it a cycling program of 20 minutes on and 10 minutes off. The rep. Was hoping by doing this, whatever internal heating sensation the consumer was feeling would be diminished, but the issue wasn't currently resolved.